Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer attempted to fill the same cartridge with the same needle a second time and successfully completed load. The customer experienced an elevated blood glucose (bg) level of 515 mg/dl. The customer delivered a bolus to address bg.